Manufacturer narrative:
(B)(4). Batch # 828a50. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with an unknown trocar inserted in the shaft, with no apparent damage, and with a gst45t reload loaded on the device. The reload was received partially fired 2/3 with some b-formed staples on the reload deck. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 828a50, and no non-conformance were identified.

Event description:
It was reported that during the robotic lung biopsy, stapler with a black reload stopped firing halfway across the tissue. The motor became bogged down and then came to a complete stop. The jaws of the device would not open. The knife reverse switch was used and the blade did not reverse. The manual override was then used. The manual override crank did not appear to engage the gears, as it moved freely back and forth. After approximately 30 minutes of trying to open the jaws the robotic bipolar was used to remove the stapler and the tissue. It was also reported that prior to using the stapler, the robotic stapler with a black reload was attempted to fire on the same tissue. The stapler would not transect signaling tissue was too thick, again signaled too thick, override was engaged to proceed with transection, again signaled tissue too thick. The procedure was delayed by 30 minutes. There were no patient consequences.